Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow rate of an unspecified number of one-link non-dehp microbore catheter extension sets were ¿being off¿ during gastrointestinal laboratory procedures; further described as it is ¿very difficult for medications to flow into the (intravenous) IV sets¿. This was identified during patient use. The customer reported that they ¿used the wrong sized set during the event and should have been using the standard microbore set instead.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.